Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years, 6 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient underwent a successful viv with a 20mm sapien 3 ultra resilia due to stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review and engineering evaluation findings, sections g6, h2, b5 updated/corrected, h6: clinical and device code updated/corrected. H6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for calcification was confirmed based on provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years, 6 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient underwent a successful viv with a 20mm sapien 3 ultra resilia due to stenosis.per medical record review, the transthoracic echocardiogram (tte) noted that there appears to be at least moderate calcification of the noncoronary cusp. The operative report revealed the patient presented with cardiogenic shock and was on vasopressor medication and intubated prior to procedure. Baseline severe aortic stenosis with a mean gradient of 46mmhg and severe aortic insufficiency (central). Under anesthesia, the patient had a valve in valve with a (viv) 20mm sapien 3 ultra resilia in the aortic position via left transfemoral approach. A post dilation was performed using 18 and 20 true balloons. The implant was a success with no aortic insufficiency. No procedural complications or edwards device malfunctions were listed.